Event description:
During shoulder surgery, dr was inserting a tag suture anchor using arthrex tiger wire as the suture material. As he was pulling on the suture the tag anchor fractured in half and part was left in the patient. A back-up device was available to complete the procedure.

Manufacturer narrative:
A small piece of the anchor was returned for evaluation. The anchor broke at the suture eyelet. The anchor appears to be slightly bent. The break is angular in nature. There is no damage to the proximal end of the anchor. Condition of the anchor is consistent with off axis insertion. (B)(4).